Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient lost weight and the lead site and ipg site became painful. Surgical intervention was undertaken to explant the entire system.